Event description:
Pt original surgery with skin grafts to remove hairy nevus-left leg. Scar contracture led to planned reconstruction with tissue expanders. Three tissue expanders were placed in legs (one in upper right of competitive brand, two in left leg of ssp brand). A gradual wound breakdown at incision site recognized and pt taken to surgery for wound cleanup. The expanders were not removed. The wound cultured positive for candida paraphysis-yeast type fungi and pt placed on IV amphotericine. 3/03: followup with doctor. Expanders still in place. Dehiscence at sight of competitive brand but to a lesser degree than at ssp sights.